Manufacturer narrative:
The company representative examined the systems and no problems were found. The systems were then tested and met all product specifications. A review of the custom pak batch related documentation of this specific lot number showed no irregularities. No remarks were noted during manufacturing which could have contributed to the mentioned issue. The sterilization cycle was checked for this specific lot number and no abnormalities were reported. The custom pak was released according to the product specifications. A company clinical analyst reviewed this case and noted the following: per follow up with the facility, burkholderia cepacia bacteria complex was isolated from cultures of distilled water within the facility statim 5000 sterilizer as well as in the water source to the statim sterilizers. Burkholderia cepacia complex (bcc) isolates are well-known gram-negative, oxidase-positive, non-fermentative bacilli. The bcc has been shown to be resistant to antiseptics. Based on review of the file data, it appears that the greatest likelihood of contaminant source is the statim 5000 and its water source. Unless patient cultures are obtained, however, it is not possible to definitively confirm the main contributor to the reported tass occurrences. The facility is implementing universal precautions (below) to attempt to mitigate further occurrences: disinfection of hands and changing gloves before treatment of each patient. Preoperative disinfection of hands, changing gloves, gown and mask before each surgical procedure. Daily disposal of eye drops in pre-anesthetic area. Single use anesthetic medications. Review and implementation of cleaning equipment manufacturer¿s instructions for cleaning and maintenance. Discontinuation of use of contaminated water source. The customer reported that additive (epinephrine) was added to the bss solution before use which is against labeling claim: ¿do not use additives with this product and that the use of additives with this solution may cause corneal decomposition.¿ the proper cleaning and sterilization of ophthalmic surgical instruments can help prevent the occurrence of tass. These findings continue to validate the need to follow the recommendations detailed in the directions for use (dfu) and the aorn recommended practices, and the ascrs tass task force guidance document. A copy of the dfu was sent to the customer. The facility identified possible causes of the reported tass cases. However, at this time, the root cause of the reported event cannot be determined conclusively. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient presented with tass (toxic anterior segment syndrome), corneal edema, and corneal infiltrates one day following cataract surgery with phacoemulsification in the right eye. No cultures were taken. Epinephrine was added to the bss solution prior to use. The patient's condition has resolved. Environmental and microbiological results were provided indicating burkholderia cepacia complex was isolated in the distilled water of the sterilizer and in the collection of distilled water. All other results were normal.